Manufacturer narrative:
Patient code (B)(6) and device codes (B)(4) and (B)(4) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the surgery on (B)(6) 2017 was not related to the patient¿s devices. The patient had a cyst right next to the entrance of her intrathecal pain catheter. The cause for the catheter getting wrapped up in a ¿ball of nerves¿ was not determined. The surgeon had planned to possibly cut the catheter as it was in his way getting to the spine where he intended to operate. The catheter was tied off because it got in the way of the surgery for removing the cyst. The patient¿s neck pain was not related to the catheter issue.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [0.0178 mg/ml] at a dose of 0.4310 mg/day and dilaudid [0.535 mg/ml] at a dose of 12.931 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient went in to have surgery on their back. It was noted that the patient fell on (B)(6) 2017 and hit the bed, dresser, and floor and was in severe pain in the middle of their back where they needed to have a fusion done. When the patient landed on it, they were in excruciating pain. The patient had surgery on (B)(6) 2017 and while they were in there they discovered the patient¿s catheter had gotten wrapped up into a ¿ball of nerves.¿ the healthcare professional (hcp) was able to ¿untangle the web¿ from around the catheter and move the catheter away from the spine. The hcp¿s original plan was to protect the catheter but they ended up needing to tie it off. It was stated that a manufacturer's representative was there during the surgery and was supposed to turn the pump off. The patient had been in rehab since and the pump was now alarming. It was confirmed that the patient had not been receiving any medication from the pump since the surgery. The patient had neck pain starting about 5-6 months prior which ended up resolving once the surgery on (B)(6) 2017 took place. It was reported that an alarm was heard/telemetry was not yet performed. The alarm was heard by others and it was a critical alarm. The alarm started ¿about a week ago¿ in (B)(6) 2017. It was noted that the patient had degenerative disk disease which was a pre-existing condition to the pump. No further complications were reported or anticipated.